Event description:
It was reported that the vns patient¿s was tested and diagnostic results revealed high lead impedance (dc dc ¿ 7) during an office visit on (B)(6) 2014. No patient trauma had occurred. X-rays dated (B)(6) 2014 were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. It was reported that the explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.